Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the device went into threshold suspend. The customer states the sensor was 60mg/dl, but their readings were actually 280mg/dl. The customer states they received bad sensor alert. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Sensor performed continuity resistance test and sensor failed per specifications.